Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating an impedance check today revealed high impedances on all electrodes on both leads except electrodes 9 & 10. Patient denies any falls or other trauma to her back since having both leads replaced in (B)(6) 2025 due to high impedances on both leads. Cs was able to reprogram patient today and was able to increase in intensity without receiving a message that there was a high impedance and that we could not increase intensity. Patient did not have high impedances in postop directly after lead revision in (B)(6) 2025 when both leads were replaced. Cs is not aware of why the higher appearances were revealed today, no other information is available or will be available concerning high impedances.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022 ; explant date (B)(6) 2025 brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022 ; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports high impedances were observed, attaching a screenshot showing "avoid" on all electrodes and impedance values ranging from 4130 to 25300. Rep reports no symptoms or stimulation issues were reported. The cause was unknown and the issue was resolved by replacing the leads.

Event description:
Additional information was received from the patient. The reason for call was the patient had their leads replaced on the 16th. Patient fell on the ice on (B)(6) 2025 and they told the patient their leads were bad.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type: lead. Product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.